Event description:
A healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc and juvéderm® volux¿ xc in the lip/perioral. Two weeks after the injection, the patient started to swell and couldn¿t open mouth all the way. The hcp prescribed steroid dose pack for 5 days and once finished the swelling started up again. The hcp put the patient on tapered prednisone for 14 days. The patient just finished the prednisone and swelling started again recently. Symptom is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.